Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed with two (2) patients. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal kitted swab. Per the customer, the patient was admitted to the hospital with a cardiopulmonary arrest on (B)(6) 2021. The patient did pass away. After the patient passed away, confirmation pcr results came back from the local health center and generated a negative result. Per the customer, there was no patient harm due to the test result. Additionally, there was no delay of treatment due to the test result. The customer is not alleging patient harm or delay as a result of the ID now covid-19 result.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Per medical opinion- with the limited information provided, there is no evidence that the malfunction directly or indirectly led to or contributed to the death of the patient. We consider that there was no delayed harm or treatment due to the false positive test result, as the patient was admitted with cardiac / pulmonary arrest, and would have or should have, had access to the medical care needed to attempt stabilization of his condition, irrespective of being in a covid ward setting or not. Reference MFR. Report: 1221359-2022-00214.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166776 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for test kit part number 190-000, lot m166776. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166776 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to patient sample interference.